Manufacturer narrative:
E1: patient city: bhiwandi. Patient country: india.

Event description:
Unomedical reference number (B)(4). Event occurred in india, on 29-may-2024, it was reported that packaging was not sealed properly misshaped or sterile packaging was not intact. No further information available.